Manufacturer narrative:
This is not a variseed product complaint. Variseed did not malfunction, or facilitate the incident. Variseed functioned as intended. (B)(6) has informed varian that the event occurred as a result of improperly placing the seeds in the prostate as a result of human error on the part of the physician. Variseed functioned properly. (B)(6) has provided a variseed study summary report, dvh report, 3d view report, therapy visualization report, 2d view report and needle loading report. Varian has not been informed of which (if any) anatomical site was injured. It is unknown if any critical structures were exposed. The seeds were implanted inferior to the prostate. There are no critical structures contoured in that region. It is not likely to have been near rectum or urethra. The patient did see another radiation oncologist several months after the implant was performed. It is unknown what prompted that visit. Though this incident occurred in (B)(6) 2008, varian is filling this MDR retrospectively since it has learned that misadministration occurred. No additional follow-up to this MDR is anticipated.

Event description:
On (B)(6) 2010, varian was informed by a (B)(6) investigator that a prostate seed implant performed on (B)(6) 2008 was poorly executed by the physician. From what the state has informed varian, only 3 of 100 seeds were placed in the prostate. The event was discovered when a second physician reviewed the earlier treatment plan and questioned the post planning and results. There are no first hand observations. The event was reported to the nuclear regulatory commission by a physician that treated the patient subsequent to the seed implant. The nrc in turn notified (B)(6) since it is an agreement with the state that issued the license to the hospital where the event occurred. This incident was not previously reported to varian brachytherapy products.